Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to poor performance. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 27, 2022.